Event description:
It was reported that during pre-operative diagnostics for a planned generator replacement surgery on (B)(6) 2015, the patient experienced a bradycardia event of 38 beats per minute, which slowly climbed back to the mid-80s. The patient was not under anesthesia. It was reported that the output current was programmed to 0.5ma. The system device diagnostics were within normal limits with dcdc=2, indicating proper device function. The resident and anesthesiologist were reportedly aware of the vns precautions. After the bradycardia event, the patient had generator replacement. The patient's heart rate did not drop with interrogation and device diagnostics with the new generator after replacement. Good faith attempts for additional relevant information have been unsuccessful to date.